Event description:
Affiliate reported that the user explained a pt had a broken evd ventricular catheter as well as the eds iii tubing. This incident happened in feb. The exact date of surgery is unk to jj affiliate. The exact manner of the breakage is unk; however, the user suspected that the catheters were torn by the pt resulting in an irregular cut on the catheter. The lot number of the affected product is unk to user. However, according to affiliate record, a recent shipment sold to the facility consisted of these lot numbers; cjnchz cjnby3, cjhdkf, cjlczv, and cjkbyz.

Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records have been reviewed and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point, the device is returned for eval, this complaint will be re-opened and investigated. Based on this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Additional lot #s: cjnby3, cjhdkf, cjlczv, cjkbyz.